Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open sample. Analysis and results: there are no previous complaints of this code batch, (B)(4) units were manufactured and distributed in the market, there are no units in stock. An open sample (unused) with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the final conclusion is that the complaint is not justified according to the results of the process control when this batch was manufactured. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. It is reported that the needle was detached from the thread when the package was opened.